Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Feedback suggests that during an infusion a separation occurred between the extension set and the connected tap . The customer reported that there were constant movements of the child during infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.